Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 6 years since the subject device was manufactured. It is likely the worn out pins of the video connector deteriorated by repeated use over time. It is also likely the user tried to pull out the video connector without lowering the unlock lever, which may have lead to excessive force applied to the lock lever, causing the unstable image. The following describes the handling of the device as identified within the instructions for use: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The evaluation found worn out pins inside video connector causing unstable image. External cosmetic wear with deep scratches on top cover, faded front panel and a damaged rear panel. Additionally, there was corrosion on the pip connector and the device was running an older software version. The device was repaired to standard specifications and returned to asset stock. The asset was last serviced via repair on april 21, 2017 due to no image / defective patient board set. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video processor was found to have an unstable image due to worn out connector pins inside the video connector. There was no report of any problems associated with the device and there was no report of patient injury or harm.